Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a elan 4 air motor hose. According to the complaint description: "during the surgery, the screw at the hand switch was taken out." There was no patient harm. Additional information was not provided. The adverse malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: the device was available for investigation in a decontaminated condition. Optically, the device is in a good condition. The lever and its screw are separated from the air hose. A similar complaint has been investigated by the manufacturer of the device (rotomed ag) as well as internally by the responsible manufacturing plant with the following findings: a clear investigation could not take place anymore at the complained part, due to the fact that the device has been cleaned. Therefore no residues on the loosened screw (e.g. Glue residues) could be found at the threads. Due to the technical design, it is hardly possible that a reverse torque occurred (e.g. Intraoperatively) which may have led to the loosening of the screw. Theoretically it is possible that there was no glue at the screw at all due to a manufacturing failure. However, the screws are tightened by a torque of 19 ncm which should lead to a basic stability. To date, loctite 241 has been used to fixate the screws at the lever. After consulting the manufacturer, the glue has been changed to loctite 648 which should improve the fixation. There were no parts of the complained lot number on stock anymore. Ten pieces in the incoming goods inspection has been checked with a torque test equipment. The required torque of 8 ncm could be confirmed. Furthermore glue residues could be found at the threads. The device history records have been checked for the above mentioned lot number and found to be according to the specification, valid at the time of production. Two further similar complaints could be found against the same lot number. After the investigation, a clear conclusion can not be drawn. It is possible that a manufacturing related error led to the described failure (not correctly tightened screw). A product safety case has been initiated to evaluate the risk of this issue and is still on going (B)(4).